Event description:
It was reported that the patient experienced a shocking/jolting sensation at the lead location. There were no falls or trauma related to the event. In 2008, x-rays showed the left lead was "frayed or worn". It was further reported that the lead was fractured. The neurostimulator on the left side was turned off. Lead replacement was being considered. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
.